Event description:
Female had had an intrathecal pump implanted for chronic neck and arm pain five years ago. It worked well and pt had been happy with it until it stalled last week. Pt has been in withdrawal since and is farily miserable. Pt would like to have it replaced. After surgery, patient sent to recovery in stable condition and then discharged same day.